Manufacturer narrative:
The device was returned for an investigation. The reported event of unexpected shutdown was confirmed. The investigation determined an electrical component failed on the motherboard printed circuit board (pcb), which caused the unexpected shutdown. After replacing the pcb, proper device operation was observed through functional and performance testing. Ventec further investigated the removed pcb and found that, designator f1200 caused the unexpected shutdown.

Event description:
It was reported that a device unexpectedly shut down while a patient was under treatment. There was no patient harm reported.